Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact at the facility reported that the prowler select plus microcatheter ((B)(4)) had kink issue at distal tip area and an enterprise stent ((B)(4)) was stuck in the prowler. The physician changed both devices and the procedure was successfully done. At the time of initial contact both products were available for return.

Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
A non-sterile unit of enterprise 4.5mm dia 28mm lgth. Inside of the plastic bag the delivery wire and coil dispenser were received. The involved stent was received deployed and the involved microcatheter was analyzed separately. No anomalies were found during visual analysis. Functional test could not be performed since the involved stent was received deployed and the reported failure could not be reproduced in these conditions. Delivery wire and stent were analyzed under vision system and no anomalies were found. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer that the delivery wire was impeded through the microcatheter was not confirmed since the product could not be properly evaluated due to the involved stent was received deployed and the functional test could not be performed properly. The cause of the event experienced by the customer could not conclusively determined. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This report is related to MFR. Report ref # 1058196-2015-00134.